Manufacturer narrative:
Based upon the complaint report, after deployment of the closure device, it was reported the manta closure device was in the subcutaneous space and not near the common femoral artery. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient required medical intervention of placement of a covered stent to preclude permanent impairment of a body function or permanent damage to a body structure after the initial tavr procedure in which the manta vascular closure device was used. The manta vascular closure device instructions for use lists precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The instructions for use also lists potential adverse events related to the deployment of vascular closure devices have been identified and include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The male patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2019. Lidocaine was administered at the access site prior to access. It was reported the deployment depth measurement was completed in the correct manner and confirmed with two additional measurements at 6.0 cm. The patient received a 34 mm index device and a 16f procedural sheath was used for its delivery. The manta 18f vascular closure device (vcd) was reportedly deployed correctly with the appropriate amount of tension. The reporter stated no hematoma was visible at the femoral access closure site before or after the close of the case. It was reported that after deployment, the manta vcd was in the subcutaneous space and not near the common femoral artery as intended and the femoral access site was not successfully closed by the manta vcd. This issue was successfully treated by placing a covered stent over the area to close the femoral access. The manta vcd remained implanted in the patient. The patient's condition was reported as "fine."